Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent is severely deformed at its distal end, i.e. Several struts are bent. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped stent diameter still complies with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
It was intended to treat a lesion (90 percent stenosis degree, lesion length 35 mm, vessel reference diameter 3.5 mm) in the lad#6 with the orsiro drug-eluting stent system. After pre-dilatation the physician utilized a hikyaku kaneka extension catheter and attempted to introduce the orsiro into the patients body. However, despite several attempts the complaint instrument did not pass the extension catheter. Upon removal of the complaint instrument a stent deformation was noted. The procedure was continued with a new extension catheter and a new stent system.